Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an issue described as a fissure or perforation was found in one (1) unit of an ultraset capd disposable disconnect y-set. This was identified prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, three (3) photographs of the sample was provided for evaluation. The photographs were reviewed and showed an abnormality in the sheeting of a bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5, h6 (medical device problem code & component code). B5: the issue was further described as a hole or crack was identified in the ultra set bag during pre-use inspection of the product. Should additional relevant information become available, a supplemental report will be submitted.